Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). (B)(4). This unsolicited case from united states was received on 21-nov-2017 from a non-healthcare professional. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after unknown latency had right knee pain, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in 2017, after unknown latency, the patient had right knee pain. Corrective treatment: not reported for both. Outcome: unknown for both. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on 14-nov-2017. Verbatim was updated for the event of severe leg pain to severe leg pain/ severe bilateral leg pain. Clinical course was updated. Text was amended accordingly. Additional information was received on 22-nov-2017. Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced right knee pain. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.